Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complications cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed bilateral pneumothoraces. As a result, the patient required placement of a chest tube on both sides and hospitalization to resolve the complications.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed bilateral pneumothoraces requiring chest tubes on both sides and hospitalization. The patient¿s medical history included chronic kidney disease; waldenstrom macroglobinemia treated with rituxan/velcade; pancreatic cancer stage iia (pt3, pn0, cm0) status post distal pancreatectomy and treated with folfirinox (dose-reduced) stopped due to intolerance and followed by gemzar; and sarcoma of leg status post-surgical resection. The patient had 2 lesions: the first lesion was 2.8cm in size and in the right middle lobe and the second lesion was 1cm in size and located in the left upper lobe. The distance to the pleura for the first lesion was 0mm and for the 2nd lesion 3mm. Tools utilized included a 21g flexision needle with compatible forceps and cytology brush. Imaging modalities included c-arm fluoroscopy and radial ebus. The procedure was completed. Per the physician, the pneumothoraces occurred because these were very difficult peripheral lesions. The physician believed the pneumothoraces could have potentially occurred via another biopsy modality. The physician suspected there was a left pneumothorax intra-procedurally, but then a post procedure chest x-ray showed a 27mm pneumothorax on the right. The right pneumothorax increased to 10cm and the left was found to be 8cm. The patient experienced shortness of breath. Albuterol nebulizers were provided. Two 14 french chest tubes were placed bilaterally to resolve the pneumothoraces. The biopsies yielded diagnoses of sarcoma for the larger right middle lobe lesion (#1) and benign lung tissue (lesion #2). The patient was admitted to the hospital for a total of 4 days, then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.